Manufacturer narrative:
Analysis of programming history.

Event description:
A programming anomaly was observed during programming history review. The event occured after the patient's appointment on (B)(6) 2011 and prior to the patient's appointment on (B)(6) 2011 as noted in the programming history. A faulted test likely occurred and altered the patient's settings and they were not corrected prior to the patient leaving the office.